Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting false atrial tachy response (atr) episodes, but no pacing inhibition is present. Noise was seeing on the right atrial (ra) lead and was able to be reproduce by arm movement. The device remains in service. No adverse patient effects were reported.